Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The vad coordinator reported that the patient expired on (B)(6) 2020 due to bleeding and multi-system organ failure. It was reported that the device operated as intended. The patient¿s death was not device related and was not related to the patient condition. There were no device issues or malfunctions that may have contributed to the patient¿s cause of death. It was reported that the device was not explanted; therefore, the device would not be returned for evaluation. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2020 per ifs order (B)(4). The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Bleeding and death are listed in the hm3 lvas IFU as adverse events that may be associated with the use of the hm3 lvas. The patient care and management section of the IFU contains a subsection entitled ¿anticoagulation¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to bleeding and multi-system organ failure. It was reported the device operated as intended.